Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging 3 triage tni discrepants vs architect. On (B)(6) 2014 customer emailed, "doing parallel testing with architect and triage. A very high troponin in architect is less than 0.05 in triage." Triage tni=0.14 ng/ml vs architect= 0.59. Triage tni= less than 0.05 vs architect= 1.78. Triage tni= less than 0.005 vs architect=7.91 (unable to verify if 0.005 was a typo and should be less than 0.05). Samples were not run on the triage until well over the 4 hours from collection time, but were run the same day. Details such as cut-offs, ck-mb results not provided. Unable to verify if results were for one patient or three separate patients. No reported adverse patient sequela. Additional information requested but not provided.